Manufacturer narrative:
Intuitive surgical inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce the reported failure, however, the error was confirmed to have occurred via system logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The following parts will be replaced as a precaution: axis 1 motor and axis 1 pot. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, repeated recoverable faults occurred on the endoscopic camera manipulator (ecm) and could not be cleared. The customer attempted troubleshooting by power cycling the system but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to remove the instruments and power cycle the system once again but the issue reoccurred. At that time, the customer made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the ecm to resolve the issue. The ecm is the camera arm located on the patient side cart (psc) which provides the sterile interface for the 3d endoscope.